Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100 percent visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. Return of the otw trek catheter may have aided in the investigation and determination of cause as without the product to examine, a conclusive cause could not be determined. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported.

Event description:
It was reported that dilatation of a chronically stenosed lesion (csl) in an unspecified vessel was performed with an otw trek. Reportedly, although no resistance was felt during advancement of the dilatation catheter, during removal the catheter was "sticking" on the guide wire. The guide wire and otw trek were removed as a complete system without difficulty. There were no reported adverse patient effects. Though requested, no additional information was provided.